Event description:
Intended use the vitek® 2 system is intended for the automated quantitative or qualitative antimicrobial susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., and clinically significant yeast. The vitek® 2 system is also intended for the automated identification of most clinically significant anaerobic organisms and corynebacterium species, fermenting and non-fermenting gram-negative bacilli, gram-positive organisms, fastidious organisms, and yeasts and yeast-like organisms. Description of the issue a customer in austria notified biomérieux of having barecode reading issue when testing vitek® 2 anc card in association with the vtk2xl blue mod colorm 220v -reference (B)(4)(serial number (B)(6)). Indeed, the customer indicated not being able to read the barcode of the vitek® 2 anc card in the instrument. It is understood that the customer tried three (3) times to load anc card ¿ but each time card was rejected due to a barcode issue. Consequently, the customer indicated that the result has been reported with delay to the physician. At the time of the assessment, there is no indication or report from the customer that this event led to death, serious injury, or serious deterioration in the state of health for any patient. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Per biomérieux internal standard operating procedures, no result in association with vitek® 2 reagents is considered to be a potentially reportable event (pre). No result may result in minor injury or illness from a delay in the appropriate diagnosis or therapy or result from continued administration of inappropriate antimicrobials or other potentially toxic therapies. Therefore, a delay may exist in the therapy being initiated or tailored appropriately while awaiting additional or repeat testing. In addition, the patient may be subjected to additional, posssibly unnecessary diagnostics as a consequence of this hazard. Infection may worsen if there is a treatment failure. This review has determined that this event meets the criteria for reporting as a malfunction. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur while testing a patient isolate. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Context : a customer in austria notified biomérieux of having barcode reading issue when testing vitek® 2 anc card in association with the vtk2xl blue mod colorm 220v -reference 27228 (serial number#(B)(6)). Indeed, the customer indicated not being able to read the barcode of the vitek® 2 anc card in the instrument. It is understood that the customer tried three (3) times to load anc card ¿ but each time card was rejected due to a barcode issue.consequently, the customer indicated that the result has been reported with delay to the physician. Investigation results : review of the complaint: a search for complaints with error code - vt2err 114: bar code reader failure - g463 has been performed and did not indicate any systematic quality issue. No corrective and preventive action has been opened for this performance issue during the investigated timeframe. No quality events found related to the issue under investigation. Event review: on (B)(6) 2025, the customer contacted level 1 support in austria to report that, on 01 december 2025, an anc card could not be set up due to a ¿barcode read error,¿ resulting in a reporting delay greater than 24 hours. Based on the information available, gcs could not conclusively determine a definitive root cause. However, two plausible contributing factors were identified: - a transport-related activity error, which may have interfered with the barcode reading process. - a slight misalignment of the anc card barcode, rendering it difficult or impossible for the instrument to read. The occurrence of multiple barcode read attempts indicates that the instrument attempted to reposition and reread the card at position 3. The issue was successfully resolved through troubleshooting performed by customer service support, after which the customer was able to obtain a valid isolate identification. Conclusions : based on the information available, gcs could not conclusively determine a definitive root cause. However, two plausible contributing factors were identified: - a transport-related activity error, which may have interfered with the barcode reading process. - a slight misalignment of the anc card barcode, rendering it difficult or impossible for the instrument to read. The investigation did not identify any systematic quality issue related to this complaint.